Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse observed a leak caused by an overflow at the wbc (white blood cell) bath which was not draining. The fse observed a faulty wbc waste pump and proceeded to replace the waste pump to resolve the leak. No further leaks were observed. Failure mode of the leak is attributed to a faulty wbc waste pump which was not draining the wbc bath. (B)(4).

Event description:
The customer reported a few drops of fluid leaked from the coulter act diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.